Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2023 we receive a complaint notification from aou pisana on thr with conserve. First surgery done in 2006 in a different hospital and for this reason it's impossible to retrieve more info and details. In the examination the patient was diagnosed with a metallosis which made necessary to remove cup, head, stem and modular neck. Unfortunately, no info available on stem and neck.